Event description:
Accident in 1993, parachuting around sept. Pt underwent surgery by orthopedic surgeon and rec'd semi-tubular plates at with screws for fixation. Pt complained of increasing pain, swelling and skin discoloration ie., brown spots mainly on the right leg. Hardware was removed on 9/5/96. Upon removal discoloration, brownish was observed indicating possible foreign body reaction with the surgical plates. Pt healed from surgery however as of recent ie 8/98 is developing discoloration of skin again rusted - corroded break down of metal implants in legs.